Event description:
The device was being utilized for aaa repair. During placement of the main body endovascular graft, it was believed one of the gold radiopaque markers dislodged from the main body. This was noted under fluoroscopy when deploying the stent. The gold radiopaque marker appeared to float into the aorta and it is thought to have migrated to the pt's leg. The remaining stent components were successfully deployed with no adverse effect to the pt.